Event description:
Initially, a 26mm sapien valve deployed, and mild paravalvular leak (pvl) was noted. Thirty (30) months post tavr; the patient was admitted for shortness of breath (sob). Echocardiogram indicated moderate pvl. Intervention was performed and an amplatz vascular plug was placed. At the time of this report, the patient is doing well and was discharged to home. The cause of the worsening pvl was not determined.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 30 months post tavr cannot be confirmed. Patient and procedural factors that may have contributed to this event are unknown. The pvl was successfully treated with a vascular plug. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time